Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4 and an enlarged atrium. One clip was successfully implanted. To further reduced tr, an additional xtw clip was inserted and grasping was performed. It was noted that there were difficulties positioning the clip due to the enlarged right atrium. However, there were difficulties grasping the leaflets. The clip later became caught in the chordae and was unable to be removed. Although the clip remained in the chordae, it was able to grasp both leaflets, reducing tr to a grade of 2. After deployment, it was observed that the clip had tilted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty grasping and entrapment of device (clip caught on chordae) appear to be related to the reported difficulty positioning the device. The difficulty positioning the device was due to patient morphology/pathology. The reported migration of partial clip movement (clip titled) appears to be due to the clip being deployed with the chordae. The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed with the chordae. There is no indication of a product issue with respect to manufacture, design or labeling.